Event description:
A report was received that the patient was having discomfort at lead site. The patient underwent an revision and the paddle lead was repositioned. The patient is reportedly doing well following the procedure.